Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of pink eye deemed not device related is considered an unexpected adverse drug experience. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm voluma® xc. A month later, patient had erythema on right cheek and pink eye, deemed not device related. The next day, patient felt soreness and swelling in their cheeks. A week later, patient saw hcp for the red swollen nodule. The hcp treated patient with septra ds, medrol dose pack and azithromicin. Three days later, patient reported that symptoms are improving.